Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Nurse stated while using the device 544230 hemolok ml clips 6/cart 84/box it would not close during a procedure on a patient. There was no injury; opened new clips.